Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular and right atrial leads were capped and replaced on (B)(6) 2019 due to lead noise. The patient was discharged.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information for the right ventricular and right atrial leads. Oversensing was also a reason that the leads were both capped.